Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009 the patient reported that she attempted to set up her infusion device without first being trained on it. While performing the change cartridge procedure the plunger became stuck to the piston rod of the infusion device and 1/3 of the insulin in the cartridge spilled into the cartridge compartment. She was educated on the proper procedure for changing the insulin cartridge. She was advised to allow the infusion device to dry for 24 hours. A request for training was submitted. Upon follow up on (B)(6) 2009 the patient stated that the cartridge compartment of the infusion device was completely dry. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.